Manufacturer narrative:
Patent weight is (B)(6). Investigation results: visual evaluation of the complaint device found the introducer to have lengthwise tears along the shaft. The condition of the returned device was consistent with the complaint that the insulation was torn; the complaint was confirmed. The lengthwise tears in the insulation indicate the tearing occurred due to contact between the introducer and the non-bsc needle guide used during the procedure. Per the directions for use (dfu) supplied with this device, ¿note that needle guides may have sharp edges that can cause damage to or removal of portions of the insulation on the electrode. Do not bend the electrode while in the needle guide. When moving the electrode or making other placement adjustments, ensure that needle guide edges do not scrape or otherwise damage the insulation. Damage to the insulation may result in skin burns or tissue burns at points along the length of the electrode.¿ therefore, the reported puncture burn is considered an anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and, according to the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-04732 addresses the coaccess introducer set, while manufacturer report # 3005099803-2013-04733 addresses the leveen coaccess electrode. It was reported to boston scientific corporation on (B)(4) 2013 that a coaccess introducer set and a leveen coaccess electrode were used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician performed three ablations with the leveen coaccess electrode (3005099803-2013-04733) with no reported issues. However, during a fourth ablation, a ¿strange sound¿ was heard near the patient¿s body surface. The electrode and introducer were removed from the patient and it was noted that the insulation on the introducer was torn. A second introducer (3005099803-2013-04732) was inserted into the patient and the same electrode was used; however, the same sound was heard when ablation was resumed. The electrode and introducer were removed, and the insulation on the second introducer was also noted to be torn. The physician decided to discontinue the ablation at this time. It was reported that the patient had received a puncture burn on the right part of his stomach, but was stable following the procedure. Although the severity of the burn was not reported, it is known that the patient consulted dermatology regarding the burn on (B)(6) 2013 and consulted plastic surgery on (B)(6) 2013. It was confirmed that the devices used during this procedure were inserted through a non-bsc needle guide.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-04732 addresses the coaccess introducer set, while manufacturer report # 3005099803-2013-04733 addresses the leveen coaccess electrode. It was reported to boston scientific corporation on (B)(4) 2013 that a coaccess introducer set and a leveen coaccess electrode were used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician performed three ablations with the leveen coaccess electrode (3005099803-2013-04733) with no reported issues. However, during a fourth ablation, a ¿strange sound¿ was heard near the patient¿s body surface. The electrode and introducer were removed from the patient and it was noted that the insulation on the introducer was torn. A second introducer (3005099803-2013-04732) was inserted into the patient and the same electrode was used; however, the same sound was heard when ablation was resumed. The electrode and introducer were removed, and the insulation on the second introducer was also noted to be torn. The physician decided to discontinue the ablation at this time. It was reported that the patient had received a puncture burn on the right part of his stomach, but was stable following the procedure. Although the severity of the burn was not reported, it is known that the patient consulted dermatology regarding the burn on (B)(6) 2013 and consulted plastic surgery on (B)(6) 2013. It was confirmed that the devices used during this procedure were inserted through a non-bsc needle guide.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event: insulation torn. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.